Event description:
It was reported that when the patient presented in clinic, high, out of range, high voltage lead impedances were observed via review of data trends. Values are in range in clinic and are decreasing. The physician has elected to continue to monitor the patient with remote transmissions. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.